Event description:
On (B)(6) 2025, the user site reported an issue with the 3 dimensions mammography system. Specifically, prior to a patient procedure, while the c-arm height was being adjusted, the c-arm was moving down uncommanded. The event was also accompanied by a clicking noise. No patient or user injury was reported. The hologic technical service team had advised the customer not to use the system until the footswitch has been replaced. The hologic field service engineer (fse) visited the user site to investigate the system and confirmed that the uncommanded movement was caused by a faulty footswitch. The fse reported that the footswitch sticking was causing the c arm to drive down on its own. The fse replace the faulty footswitch with a new operational one and verified that the system is now operational. No further information is currently available.